Event description:
Draeger apollo ventilator failed during a case, but passed 2 full self test and 2 separate leak tests so the issue could not be identified before the case started. Vent motor and diaphragms were found to be failing on the device; they were replaced and the unit passed all testing. Unit was returned to service.